Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open small bowel resection, the knife moved all the way but did not return to home position at the 3rd and 4th firings. The knife reverse switch was used to return the knife. The deployed staples were formed properly. The device was used on the jejunum. The cartridge color was blue. No additional treatment was required to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022. D4: batch # 529a57. Additional information: device received 6/6/2022 for analysis.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo cincinnati-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload, however, did not achieve and complete firing sequence. The device was fired tested a second time for functionality by pressing manually on the door where the pcb board is. As a result of this test the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be damaged not allowing the knife to return to home position when the reverse button was activated, as the instrument had a damaged pcb, the solder pad separated from the pcb and causes an intermittent connection. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.